Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation.

Event description:
The parent of the patient contacted customer service to report an event involving skin irritation. During the call, the parent stated that the patient experienced mild redness at the application site while using the pod. The irritation was described as general skin redness and was not linked to any specific pod. The patient has been using dermagran b ointment prescribed by an endocrinologist for approximately three years. According to the parent, the redness typically resolves within a few days when the ointment is applied and may appear more pronounced when the patient sweats. The patient sought medical attention on (B)(6)2026 for this ongoing irritation and was advised to continue using the prescribed ointment. At the time medical attention was received, it was unknown whether the pod was being worn. The parent also reported that the patient experienced mild redness during pod wear, and the skin appeared similarly reddened when the pod was removed. No changes in blood glucose levels were reported.